Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
It was reported that a patient experienced an allergic reaction after the use of viso gel. The patient stop using viso gel and the symptoms subsided approximately one week later.

Manufacturer narrative:
The device is beyond useful life.